Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus/ malposition of essure device: location of device: uterus"), device expulsion ("migration/migration of essure device location of device: inside uterine cavity / migration of essure device"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in a 43-year-old female patient who had essure (batch no. 632026) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she has had no dysuria. She denies any vaginal discharge or diarrhea. No melena or hematochezia. No nausea or fluid intolerance. No abdominal distension. Denies abdominal trauma. Last menstrual period normal two weeks ago. Concurrent conditions included urge incontinence, dysfunctional uterine bleeding, hypothyroidism since 2002, renal disease since 1993, sjogren's syndrome since 1993, psoriasis since 1993 and psoriatic arthritis since 1993. Concomitant products included levothyroxine since 2002 and ranitidine hydrochloride (zantac). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, 4 months 9 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) ") and dyspareunia ("dyspareunia (painful sexual intercourse) "). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal) "). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine pain ("uterine pain") and uterine spasm ("uterine contractions like those in childbirth during the insertion of one of the coils"). The patient was treated with surgery ((B)(6) 2014, (B)(6) 2012- partial hysterectomy and hysteroscopy, removal of essure coil), surgery ((B)(6) 2014, (B)(6) 2012- partial hysterectomy and hysteroscopy, removal of essure coil) and surgery (endometrial ablation ((B)(6) 2012)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, uterine pain and uterine spasm had resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, uterine pain, uterine perforation, uterine spasm and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2012, trans abdominal complemented with endovaginal scanning revealed essure in the endometrial cavity/lus/cervix. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal bleeding and dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus"), device dislocation ("migration/migration of essure device location of device: inside uterine cavity"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in a 43-year-old female patient who had essure (batch no. 632026) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she has had no dysuria. She denies any vaginal discharge or diarrhea. No melena or hematochezia. No nausea or fluid intolerance. No abdominal distension. Denies abdominal trauma. Last menstrual period normal two weeks ago. Concurrent conditions included urge incontinence and dysfunctional uterine bleeding. Concomitant products included levothyroxine since 2002 and ranitidine hydrochloride (zantac). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 2 years 7 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine pain ("uterine pain") and uterine spasm ("uterine contractions like those in childbirth during the insertion of one of the coils"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (B)(6) 2014, (B)(6) 2012- partial hysterectomy and hysteroscopy, removal of essure coil), surgery ((B)(6) 2014, (B)(6) 2012- partial hysterectomy and hysteroscopy, removal of essure coil) and surgery (endometrial ablation (B)(6) 2012)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, uterine pain and uterine spasm had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, uterine pain, uterine perforation, uterine spasm and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2012, trans abdominal complemented with endovaginal scanning revealed essure in the endometrial cavity/lus/cervix. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal bleeding and dyspareunia." Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs received. Reporter information was added. This case concerns 43 year old patient. Patient demographic was updated. Her concurrent condition was added. Lab data was added. Essure indication was amended. Essure removal date was added. Essure lot number was added. Concomitant medication was added. Following events: perforation of uterus (previously reported as perforation), abdominal pain, abnormal bleeding (menorrhagia/vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), uterine pain and uterine contractions like those in childbirth during the insertion of one of the coils were added. She had recovered for all the aforementioned events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. In 2009, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. The patient was treated with surgery (on (B)(6) 2013 and on (B)(6) 2014,underwent a pelvic surgery to try and alleviate the symptoms) and surgery (on (B)(6) 2013 and on (B)(6) 2014, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the perforation, device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.